Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient's charger cannot communicate with the ipg and patient has lost stimulation coverage. The sjm representative was unable to establish communication with an extra charger. The patient has been scheduled for an ipg replacement.